Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer declined troubelshooting for high blood glucose. The customer also reported via phone call call that he had excessive no delivery alarm the customer's blood glucose was 131 mg/dl. The customer was offered to troubleshoot for no delivery but declined. Customer stated that he is treated using the insulin pump and everything is back to normal

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.